Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, inappropriate atp due to rv lead noise was observed. Patient was not symptomatic. Programming changes were made. Patient was stable.